Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Device was in good physical condition. Functional testing performed. Unable to confirm customer's complaint. No root cause determined because no problem found. The device was repaired for preventative maintenance by replacing the plunger case assembly, fixing the secure barrel clamp assembly, and calibrating the device. The repair was validated using the onboard performance verification test, and the pump passed all validation tests. The software was updated to version 1.6.5 and reset to the standard configuration. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was an intermittent biomed error when the device was turned on. There was no patient involvement, and no patient harm/adverse event reported.